Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to turn the pump on. Reportedly, the customer has not been using the pump for approximately 6 months. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. There was no reported impact to customer's blood glucose level.